Manufacturer narrative:
The mayfield infinity skull clamp (a2114) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: with respect to the complaint, it was confirmed the returned unit did not meet all specific functional tests. Threads are checked to ensure they pass the go/no go gage. Left and right pawls are broken; plunger assembly teeth are replaced and tested to ensure is unit properly functioning. Lock is tested to ensure lock arrow lines up and the rocker arm assembly has no movement. Unit received without the ratchet extension arm but with the metal free ratchet extension arm. General maintenance, cleaning and replacement of worn components performed. Root cause: the reported complaint was confirmed via inspection of the unit. The left and right pawls were broken and the plunger assembly teeth needed replaced. Device was manufactured in 2011, thus based on the age of the device, probable root cause is extended wear and tear of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the knob on top of the mayfield infinity xr2 skull clamp (a2114) would not hold the clamp tightly in place, and that it was possibly stripped. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.